Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer stated that the insulin squirts out during manual prime. The insulin pump will return for the analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify compromised force sensor system alarm due to motor error alarm. However, the device passed rewind test and displacement test.